Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) declared end of life (eol). The physician suspected premature battery depletion (pbd) on this device. A revision procedure has been scheduled for the near future to explanted and replace the device. No adverse patient effects were reported.

Manufacturer narrative:
To date the revision procedure has not taken place. Following the revision procedure the device will be explanted and returned to boston scientific for complete analysis in an effort to confirm and determine the root cause of this event.